Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus single use biopsy valve maj-210 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated the biopsy valve and confirmed that the rubber valve was torn. The exact cause of the reported event could not be conclusively determined. The endo-therapy accessory may have been caught in the rubber part without passing through the hole in the rubber part inside the biopsy valve, by inserting the endo-therapy accessory diagonally to the biopsy valve. And the rubber part may have been damaged and the reported event may have occurred by forcibly inserting the endo-therapy accessory as it is. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The date of manufacture of the olympus single use biopsy valve maj-210 was unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The user facility reported that the rubber of the biopsy valve was not deteriorated at all. And the user facility also reported that the piece of the single use biopsy valve maj-210 appears to be partially peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during bronchoscopy, a piece of rubber was found in the patient's upper right lobe. The user sucked and removed the piece of rubber and found it to be the piece of the rubber of the olympus single use biopsy valve maj-210. The user facility also reported that before the reported event occurred, the fine-tipped syringes with lidocaine and saline was passed through the biopsy valve for anesthesia and cleaning, and then an olympus disposable biopsy forceps fb-231d was inserted six times. There was no extension to the procedure, and the user completed the procedure with the biopsy valve maj-210. The biopsy valve maj-210 was used with an olympus flex videoscope bf-260. There was no report of patient injury associated with the event and the patient was discharged. The doctor at the user facility said the reported event had never been seen and no anomalous practices were used.